Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbat on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on 07/22/2016 and no errors were observed that were related to the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4).